Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced left breast pain. Mentor also became aware that the replacement devices were the following: (left) 800cc mentor memorygel breast implant catalog: 3505800bc, lot, sn: (B)(6), and (right) 800cc mentor memorygel breast implant catalog: 3505800bc, lot: 9476975, sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On november 19, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct date of event for the left breast capsular contracture was (B)(6) 2020. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 7, 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 550cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade IV on the left and baker grade iii on the right side, post-procedure. The capsular contractures were diagnosed via physical consultation. As a result, the patient was scheduled to undergo bilateral removal and replacement with two 800cc mentor memorygel breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.